Event description:
The olympus (oth) field service engineer performed preventative maintenance on the customer evis exera ii duodeno-videoscope; there was no report of any defect or malfunction with the scope. However, upon inspecting, foreign debris/stains were found on the elevator at the distal end of the scope. No death, injury or harm was reported to olympus.

Manufacturer narrative:
No device was returned. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 type of investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event is likely due to the user¿s brushing method of/around forceps elevator differed from IFU recommendation. Additionally, it is possible the facility staff was less trained in device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿manual cleaning:brush the forceps elevator¿. ¿returning the endoscope for repair: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.